Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure in the right common femoral artery using the pre-close technique via an 6f sheath hole prior to an endoprosthesis implantation interventional procedure. Reportedly, the suture of the first proglide was pre-placed successfully. When the plunger was pulled back on the second proglide device, the needles came out with no suture attached. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to an 21f sheath and the endoprosthesis implantation procedure was completed. Hemostasis was achieve with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was returned for analysis. H6: type of investigation code 4114 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was initially reported that the device would be returned for analysis; however the device was not returned.